Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to disable to MRI mode due following a scan with a 3t MRI. Troubleshooting may be pending to resolve this issue.